Event description:
It was reported the bottom part of the screen (lcd lens) is cracked/broken. It is noted the lcd (liquid crystal display) assembly works okay. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found the battery contacts are compressed. The lcd (liquid crystal display) lens, upper case, lower case, and two side bail covers are broken. Battery release, lead flex cover, battery drawer, keyboard pad, and battery flex are contaminated. Ring cover, ring cover screw, and ring are missing.